Event description:
Initial result for a patient cortisol was <0.018 ug/dl. When repeated on another analyzer, the result was 20.52 ug/dl. The incorrect result was not reported. The field service representative found the sample rack was out of position and repaired the instrument by adjusting the rack.